Event description:
A pt was admitted for treatment of his proximal right coronary artery (rca). The lesion was moderately calcified and slightly tortuous, with 99% stenosis. A 2.5 x 15mm fire star was delivered to the target lesion, but could not cross the lesion. Upon removal of the balloon catheter, it was noted that the tip of the fire star was frayed. A maverick stent was used to pre-dilate the lesion, and a cypher was safely implanted at the target lesion. There were no pt injuries.

Manufacturer narrative:
Conclusion: during a coronary intervention, the tip of a firestar ptca balloon catheter became "frayed" after an unsuccessful attempt to cross a proximal rca lesion that was described as moderately calcified and slightly tortuous with 99% stenosis. The damage was identified after the physician removed the unit from the pt. The procedure was completed with other products and no injury occurred. The product was not returned for analysis; it was discarded at the facility. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. The complaint could not be confirmed without a product return. Review of the available info suggests that vessel/lesion characteristics and procedural factors may have contributed to the event.